Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery with moderate calcification and heavy tortuosity. The 2.5x28 mm xience xpedition stent was implanted and a dissection at the proximal edge of the stent was noted. Another stent was used to treat the dissection. There were no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the complaint review, there is no indication of a lot specific product quality issue. The reported patient effect(s) of dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), electronic, instructions for use as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.